Event description:
The customer complains the catheter feel stiff and rigid to use. He feels the catheter has cut him and caused bleeding from the urethra.

Manufacturer narrative:
We have no other complaints on this lot. Batch documentation has been analyzed, and no abnormalities relevant to this complaint were found. The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.